Event description:
It was reported that low p-waves amplitude was noted on the right atrial (ra) lead. The ra lead was explanted and replaced. There were no adverse health consequences to the patient.